Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was received partially inflated with an unknown sheath loaded over it. The distal portion of the balloon was inflated. Overall, the sample was bloody. No anomalies noted to the bifurcate or luers. During functional testing, the loaded sheath was attempted to be pulled proximally from the balloon but was encountered with resistance. Another attempt was made after flushing the device but would not flush or retract back. The distal tip of the sheath was then cut and this allowed for the sheath to be retracted back. Upon retraction, the portion of the balloon that was within the sheath was un-inflated. Then using an in-house presto inflation device, and was attempt was made to inflate the device, but it was unable to be inflated. The balloon was cut, and the proximal balloon joint was examined under magnification. It was noted a blood clot was present near the joint and the glue bullet was not seated correctly on the catheter shaft but was within the catheter shaft. The inner gw lumen was pulled distally and thus pulling the glue bullet from within the catheter. No further testing was performed. Therefore, the investigation is confirmed for the reported deflation problem and identified sheath removal issues as glue bullet was not seated correctly on the catheter shaft, which could have caused difficulty in removing the device through the sheath. However, the investigation is inconclusive for the reported entrapment as the condition of use couldn¿t be replicated under laboratory conditions. The improperly seated glue bullet could have been a possible cause of the reported deflation issue and identified sheath removal difficulties. However, definitive root cause for the reported deflation problem, entrapment of device and identified sheath removal issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqy; lit), g3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a (B)(6) male patient underwent an angioplasty procedure using the atlas pta balloon via left upper arm graft to the access site of superior vena cava, brachiocephalic, and axillary veins. During the procedure, it was reported that the balloon allegedly would not deflate and further it got stuck in a centrally located stent. The procedure was completed using another balloon. The procedure was completed by using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a (B)(6) year-old male patient underwent an angioplasty procedure using the atlas pta balloon via left upper arm graft to the access site of superior vena cava, brachiocephalic, and axillary veins. During the procedure, it was reported that the balloon allegedly would not deflate and further it got stuck in a centrally located stent. The procedure was completed using another balloon. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway d2b: (dqy; lit) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.